Event description:
It was reported there was an issue with the device during the procedure. The patient was prepped in the usual manner, positioned, ground pad applied, and system check completed. The concomitant hand piece was inserted in patient, and an error occurred. The system was turned off and on, and ground pad checked. A second hand piece, reported in this file, was tried and it had the same problems. The same troubleshooting was performed. The procedure was not performed on the patient. No patient injury was noted. Refer to manufacturer report # 6000153-2012-00183 for report on the first device used

Manufacturer narrative:
Concomitant medical products: hand piece: model# 8929, lot# 77193. (B)(4).